Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was changed multiple times while troubleshooting with tandem technical support; however, the issue persisted. The customer reverted to an alternate method in insulin therapy. There was no adverse impact to the customer's blood glucose level.